Event description:
Customer reported, they felt the output of their vaporizer was higher than expected. There was no report of patient involvement.

Manufacturer narrative:
Investigation/conclusion: the unit was returned to the manufacturing site for investigation. Initial inspection of the unit revealed severe damage to the covers and interlock block. The exact cause for the damage could not be determined however, it appears to be misuse/mishandling of the vaporizer. The shipping container has been designed and tested to withstand dropping. Since the unit logged dial-on time, it appears the unit was not in the protective packaging when damage occurred. The vaporizer output concentrations did not meet the original manufactured specifications due to the internal damage the vaporizer incurred.